Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the reported device was not possible as it was not returned. However, the visual examination of the returned distal humeral body confirmed the disassociation event. X-rays were reviewed but the quality was too poor to aid in investigation. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to unintentional user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2018 -10554. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had ongoing disassociations that requires future revision. The patient had an open re-engagement and subsequently disassociated again at the same point. It was reported the surgeon deviated from the surgical technique. No further information has been made available at this time.